Event description:
The customer observed a falsely elevated architect ca 19-9xr result generated for a patient sample. It is unknown if the patient has a history of pancreatic cancer. The following data was provided (reference range 0-37 u/ml): sample ID (B)(6) initial result with lot 79759fp00 = 49 u/ml, repeat result = 23.93 u/ml the sample was repeated during neuraminidase treatment: sample ID (B)(6): treated result = 14.34 u/ml, without treatment = 20.01 u/ml reference lab results provided as follows sample ID "(B)(6)": reproducibility results showed that the measurements obtained at the customer's facility, yielded slightly higher values. Dilution linearity results could not be assessed, as the result obtained with 2-fold dilution was <30 u/ml. Neuraminidase treatment of sample showed no marked decrease in the measured value. Non-specific binding absorption test found a decrease in the measured value for ca19-9 antibodies. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information this report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33 and a 510k number of k052000.

Event description:
The customer observed a falsely elevated architect ca 19-9xr result generated for a patient sample. It is unknown if the patient has a history of pancreatic cancer. The following data was provided (reference range 0-37 u/ml): sample ID (B)(6) initial result with lot 79759fp00 = 49 u/ml, repeat result = 23.93 u/ml. The sample was repeated during neuraminidase treatment: sample ID (B)(6): treated result = 14.34 u/ml, without treatment = 20.01 u/ml. Reference lab results provided as follows sample ID "(B)(6)": reproducibility results showed that the measurements obtained at the customer's facility, yielded slightly higher values. Dilution linearity results could not be assessed, as the result obtained with 2-fold dilution was <30 u/ml. Neuraminidase treatment of sample showed no marked decrease in the measured value. Non-specific binding absorption test found a decrease in the measured value for ca19-9 antibodies. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect ca 19-9xr reagent did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79759fp00. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot number. The overall performance of the architect ca 19-9xr assay in the field was reviewed using data gathered from customers worldwide. The patient median result for lot 79759fp00 is within the established control limits, no unusual reagent lot performance was identified for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 79759fp00 was identified.